Manufacturer narrative:
A false elective replacement indicator message was confirmed. The device was not returned for analysis; however, logs and/or assessment report were received. Analysis of the records show that the battery voltage level of the device is within specifications. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.